Event description:
A report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery (B)(6) 2013 in (B)(6), the 3-d head broke away from the screw while the surgeon was trying to insert the rod at the 3-d head. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional product code: mni. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records was performed and no complaint issues were found. Placeholder.